Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited increased impedances and noise. The patient was asymptomatic. The lead was scheduled to be revised during a generator changeout procedure. During the procedure, it was discovered that there was physical damaged on the lead body. The ra lead was surgically abandoned and a new lead was successfully placed. No additional adverse patient effects were reported.